Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple no delivery alarms on the insulin pump. The infusion sets and reservoirs were changed out, but the alarms persisted. Customer was taken off the insulin pump and switched to pens. It was advised to troubleshoot when the customer and insulin pump were available.